Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Device manufacturing date is unavailable. On 04/19/2016 a medtronic representative, following-up, reported there was no negative impact to the patient and that by the surgeon re-directing (revising) the screw to a position within the vertebral body, the surgery was a success. Surgeon error as the surgeon stated that he felt the screw skewing in the direction of the breach during the placement of the implant. As stated in the initial complaint, there was no alleged inaccuracy by the surgeon. Both the navigation system and the imaging system have been used in subsequent procedures without issue - both are functioning properly and accurately navigating. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon breached the anterior lateral wall of t2. The surgeon re-directed the screw, post confirmation spin with the imaging system. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's devices caused or contributed to the reported event.